Event description:
Additional information received reported that the patient had used the stimulator in a year because she no longer needed it. The patient had cancer and wanted her device taken out because she doesn¿t want anything in her that wasn¿t there when she was born. The patient doesn¿t want to deal with any more pain and doesn¿t use the device anymore. Currently the patient reported having pain, not constant pain, almost a shock like a heart attack. It wasn¿t a constant shock, it felt like an electrical shock from the point of the lead which started the day prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The healthcare provider confirmed that the patient has not been seen since 2006.

Event description:
The patient reported two months later that she still had concerns regarding her device or therapy but was working with her doctor or company representative. The patient was looking for a doctor for removal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation is turned off, the device is turning on. On two separate occasions stimulation turned on by itself and felt like a shock to the patient. The first time was around last (B)(6) 2012, when the patient was walking down the street and the device turned on. She was not near anything medical. The patient was pulsating very badly and called her sister to bring her the remote. The second time was over this past weekend. The patient has low back pain, but the device was implanted for pain from a thoracotomy not the low back pain. The patient was using a harmonic chair massager, sat against it and it turned the stimulation on again. The patient has not used the device in a year because she no longer needs it. She has "given up on pain" from the thoracotomy and was diagnosed with ovarian cancer, which she was not going to treat. Additional information received reported that the patient would like to know if she can get the device explanted. It was discussed checking the device to ensure it was turned all the way down to 0.0v, but there was an issue with the programmer. The patient was unable to adjust stimulation. The status lights were assessed and the lights on back are staying on and steady, do not turn off. After receipt of the replacement programmer, the patient was check with manufacturer regarding device settings turned all the way down. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3887-33, lot# j0519712v, implanted: (B)(6) 2006, product type: lead. (B)(4).